Manufacturer narrative:
There is no established expiration date for this device. Device was evaluated in the field on 01/18/2010. Evaluation summary: the hydraulic leak from floor lock is likely due to a faulty floor lock and possibly worn out. The washers wear out due to usage or an uneven operating room surface which creates point load at one portion of the washer causing it to wear out sooner and cause floor lock cylinder leak. The hydraulic leak from the floor lock does not pose any direct risk to the patient as the patient does not come in contact with any hydraulic fluid. The risk assessed here is with respect to the user. The potential risk here is the user slipping on the fluid leaked from the floor lock foot. If the hydraulic leak is not noticed, the fluid can keep leaking, drain the hydraulic tank and in the end can render several table articulation non-functional. There were no patients involved and no adverse consequences as a result of this malfunction. This is not a single-use device.

Event description:
It was reported that the surgical table is leaking hydraulic fluid and the account believes that this may be a result of a defective floor lock cylinder. There were no adverse consequences as a result of this malfunction.